Event description:
The manufacturer received information alleging a ventilator¿s was not working. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module, oxygen blending module harness and system board were replaced to address the issue. In addition of the above evaluation, the device passed all verification tests. Calibrated circuit. Customer chose not to wait for backordered fio2 sensor. Unit was tested with a functional fio2 sensor at the bench for functionality. Customer is assuming responsibility to replace the fio2 sensor.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator¿s was not working. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module, oxygen blending module harness and system board were replaced to address the issue. In addition of the above evaluation, the device passed all verification tests. Calibrated circuit. Customer chose not to wait for backordered fio2 sensor. Unit was tested with a functional fio2 sensor at the bench for functionality. Customer is assuming responsibility to replace the fio2 sensor. The system board and oxygen blending module were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and oxygen blending module functioned as designed and operated without issue or error codes.